Event description:
It was reported that the drill was found broken on the instrument table when getting out the drill from the handpiece. It was not the first use of the device and the patient was not involved.

Manufacturer narrative:
(B)(4). Report source: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6 proposed component code: mechanical (g04)- drill. Visual examination of the returned product identified drill bit is confirmed to be fractured into two pieces. Both pieces were returned. Flutes were worn and edges were dull from previous use. Scratches were present. No other damage was noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified the drill bit broke in two pieces. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.